Event description:
Report 3 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 68 samples and 2 photos for investigation. One of the customer-provided photos shows a device with blood leakage in the holder. Additionally, 10 samples were randomly selected and subjected to functional tests to assess the performance of the device. All samples passed testing, as there was no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.